Event description:
Loss of atrial capture, the lead was repositioned.

Event description:
Loss of atrial capture, the lead was repositioned.

Manufacturer narrative:
Summary of the investigation: the review of the quality documentation confirmed that the lead was manufactured and approved in accordance with accepted standards. Analysis of the provided data revealed that less than one-month post-implantation ((B)(6) 2025), electrical abnormalities were observed in the atrial sensing and impedance curves. Specifically, the atrial sensing values suddenly dropped from 5 mv to 0.3 mv. There was also abnormal variation in the atrial impedance values, characterized by isolated points, noise, and a flat atrial egm recorded in the most episodes within the device memory. All these findings suggest a possible positioning issue with the atrial lead. The lead was repositioned in (B)(6) 2025, which resolved the observed electrical issues. This supports the most probable hypothesis of lead dislodgement. Following repositioning, the lead¿s function was confirmed to be adequate, with no evidence of device malfunction. The likely cause of dislodgement appears to be external factors such as patient-specific anatomical or physiological characteristics, or the physician-selected implant site. Lead dislodgement is a well-documented potential complication associated with implantable cardiac devices, as noted in the device¿s instructions for use and published literature. This case has been retained for trending and monitoring purposes.